Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had several mris and the hospital staff are believed the pump was empty. The caller stated that they were due for refill on the 16th but the healthcare provider told her she had until the 30th to get the pump refilled. No alarms were heard. The caller was recommended to obtain their personal therapy manager (ptm) to check for active alarms.